Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, a sinus arrest occurred. Following ablation of the top of the right superior vein ostium, sinus arrest and junctional rhythm were noted. Sinus node dysfunction continued for three days, and a permanent pacemaker was implanted. Review of the prior cardiac CT revealed that the sinus node artery originated from the circumflex artery and coursed to the roof of the left atrium to the right atrium. Rf application sites were beneath the sinus node artery. Cardiac CT performed three months later revealed the occlusion of the sinus node. The sinus node artery injury was presumed the cause of the sinus node dysfunction of this case. This event was outlined from a program and abstracts titled "a case of permanent sinus node dysfunction after catheter ablation of atrial fibrillation".